Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The event reported is confirmed; the conclusions are as follow: there¿s a software limitation that is present since smartview 3.04 for which this information is not present in the printed copy, whereas it is present in the programmer screen (no patient risk); this is related to a synchronization between the event and the corresponding marker. This complaint is recorded for trending purposes and to evaluate future improvements.

Event description:
On (B)(6) 2024, with smarttouch programmer with smartview 3.16 installed, when printing episodes with shocks on device 524di031, the effective energy is not present on the printed copy, but it is displayed on the programmer.